Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was detected on the lcd board, motherboard, interface board, rf board, motor, or the vibrator and battery tube assembly during visual inspection. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was moisture behind the lcd screen. The patient's bg value at the time of incident is unknown. The customer was on vacation and was wearing the pump while jumping into water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer returned the insulin pump for analysis and a replacement device was shipped to the customer.